Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker could not measure the right ventricular (rv) lead impedances. There was also evidence of myopotential oversensing and high rv threshold measurements. A copy of the device¿s memory was submitted to boston scientific technical services (ts) for analysis. Ts identified a fault in the device¿s memory and recommended device replacement. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.